Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer? , if other specify, imdrf annex a,g,b,c and d codes and manufacturer narrative a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the device had under infusion of lincomycin. It was reported the infusion took two and a half hours to complete. Upon preliminary investigation by the customer of the logs, error code 351.6660 was identified. Error code 600.6840.5 was also noted in the pcu logs. There was patient involvement and no harm.

Event description:
It was reported that the device had under infusion of lincomycin. It was reported the infusion took two and a half hours to complete. Upon preliminary investigation by the customer of the logs, error code 351.6660 was identified. Error code 600.6840.5 was also noted in the pcu logs. There was patient involvement and no harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported that the device had under infusion of lincomycin. It was reported the infusion took two and a half hours to complete. Upon preliminary investigation by the customer of the logs, error code 351.6660 was identified. Error code 600.6840.5 was also noted in the pcu logs. There was patient involvement and no harm.

Manufacturer narrative:
Omit: a070903 - failure to analyze signal (1539), a0401 - break (1069), a0801 - failure to calibrate (2440), a0404 - crack (1135), g02005 - circuit board, g0201204 - resistor, g04055 - flange, g0405206 - latch, c02 - electrical problem identified, c1302 - failure to calibrate, c070606 - wear problem, d02 - cause traced to component failure. Correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field. Additional information: imdrf annex a, c, d codes and manufacturer narrative. Investigation summary: the report of an under infusion of lincomycin was not confirmed through a review of the logs or reproduced during laboratory testing. However, there were three (3) infusion events during the infusion of lincomycin exhibiting the error event 351.6660.0. As a result of the error conditions, the infusions did not complete which may have been perceived as under infusion(s). ¿ laboratory test results, involving test infusions and disassembly of the syringe module, observed the internal drive assembly with damaged split nut threading. Additional testing with new split nuts confirmed the error event associated to this component. ¿ a review of the error logs confirmed the system exhibited three (3) occurrences of the error 351.6660.0 on (B)(6) 2023 between 05:18:45 am and 06:15:21 am, displaying ¿syringe calibration required¿ on the pcu. ¿ on (B)(6) 2023, the syringe module was programmed five (5) times with the medication lincomycin, loaded with a 20ml bd syringe between 4:43 am and 7:21 am. The first three (3) infusions did not complete as a results of the channel errors. The fourth infusion did not exhibit any errors and infused to completion. The fifth infusion was restored with previous infusion rate and was channeled off at 7:55 am. ¿ the error described as error code 600.6840.5 was observed prior to the incident date on (B)(6) 2022 and on (B)(6) 2023, identified as a log only event (non-malfunction). This error does not affect the overall operation of the alaris system. ¿ the bd alaris user manual recommends during syringe loading, to twist the gripper control clockwise and hold in position. While holding the gripper control in the open position, raise the drive head to full extension. Gently release the gripper control. Following these recommended steps can help avoid damage to the split nuts. ¿ inspection of the incident syringe and administration set could not be performed since it was not returned for investigation. ¿ the devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the customer¿s report of an under infusion was not identified during the investigation. However, there were three (3) instances of the error 351.6660.0 during the infusion which may have been perceived as the under infusion. Note that imdrf annex a040507, a1801, a040601, c07, c0601, c23, d11, d15, g04061, g02017, g04037 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.